Manufacturer narrative:
Event description updated with new information.

Event description:
It was reported the physician implanted a gore® cardioform septal occluder to close a patent foramen ovale on (B)(6) 2016. Post implant the patient experienced auras. The patient followed prescribed antiplatelet therapy of plavix. After a month of plavix the patient discontinued medical therapy. The auras continued and the patient was put on xarelto. An echo was conducted and thrombus was found on the left atrial disc of the device. The patient was prescribed warfarin and an echo will be repeated in 2 months. The physician made the decision to remove the device from the patient and close the defect with a pericardial patch in order to prevent future neurological complications. On (B)(6) 2017 the patient was sent to surgery to remove the device. The device was successfully explanted and the defect was closed. The patient was doing well following the procedure.

Manufacturer narrative:
Added date of event

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted so no engineering investigation could be performed. (B)(4).

Event description:
It was reported the physician implanted a gore® cardioform septal occluder to close a patent foramen ovale on (B)(6) 2016. Post implant the patient experienced auras. The patient followed prescribed antiplatelet therapy of plavix. After a month of plavix the patient discontinued medical therapy. The auras continued and the patient was put on xarelto. An echo was conducted and thrombus was found on the left atrial disc of the device. The patient was prescribed warfarin and an echo will be repeated in 2 months.

Manufacturer narrative:
Additional information: event description updated. Date of event was added to the description and a patient update was provided. Imaging evaluation: it was reported the physician implanted a gore® cardioform septal occluder to close a patent foramen ovale. On a post implant echocardiogram a gore cardioform septal occluder is visualized on the atrial septum. There appears to be an echogenic mass attached to the left atrial disc. The appearance of this mass is consistent with thrombus. The patient was placed on warfarin and a follow up echocardiogram will be performed per the reporting facility.

Event description:
It was reported the physician implanted a gore® cardioform septal occluder to close a patent foramen ovale on (B)(6) 2016. Post implant the patient experienced auras. The patient followed prescribed antiplatelet therapy of plavix. After a month of plavix the patient discontinued medical therapy. The auras continued and the patient was put on xarelto. An echo was conducted on (B)(6) 2017 and thrombus was found on the left atrial disc of the device. The patient was prescribed warfarin and an echo will be repeated in 2 months. At a follow up on 3/28/2017 no thrombus was seen on the tee and the patient was not having symptoms. The patient will continue dual antiplatelet therapy.